Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: d1 and g1.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.